Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 26-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not opened. A technical support specialist (tss) found the item issue screen for drawer 01, position 11, the retry buttons were clicked, but the customer reported that no drawer latched, opened, or unlocked. The cubex application was terminated via task manager and relaunched successfully. Upon checking the populate buttons screen, no failed drawers were found. The customer confirmed that the user was able to issue the item without further issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue medication and drawer was failed to open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.